Manufacturer narrative:
As time of receipt of the complaint product, the device was entered as unknown. Through visual/physical inspection the abutment screw was identified as a zimmer replacement retaining screw - spline implant system (1537). Returned device was examined visually by the naked eye. The screw was confirmed to be fractured at the top of the threaded region. The other half of the screw was not returned. The body and drive feature also show a large amount of discoloration. It cannot be determined if this is from corrosion or tissue attachment. The complaint/event was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Labeled for single use changed from no information to "yes".

Manufacturer narrative:
Unknown abutment screw.

Event description:
The customer reported that the patient arrived at doctor office on (B)(6) 2017 with loose crown on tooth #4. The doctor discovered that an unknown abutment screw had fractured. The screw was originally placed in 2001. A portion of the screw remains in the implant to be removed with a screw removal kit.